Manufacturer narrative:
(B)(4). Final analysis found insulation abrasion exposing the outer coil at 6.6 cm to 6.9 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. The damage found likely resulted in the reported noise problem. (B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced. The patient's ;condition was stable post procedure.